Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text: device disposition unknown.

Event description:
As reported: "post-operative complication: increased pain and decreased rom. Action(s) taken: medication: estim, ibuprofen, physical therapy".